Event description:
It was reported this was a procedure to treat a proximal obtuse marginal. An nc trek 2.5 x 12mm balloon delivery catheter (bdc) was inserted but was not able to cross the target lesion due to patient anatomy. Therefore, the bdc was removed and replaced. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The returned device analysis reported the hypotube was separated 55.4cm distal to the strain relief.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device which identified a separated hypotube. The reported failure to advance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.